Manufacturer narrative:
Per the tandem user guide, "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (589 mg/dl). Reportedly, the customer removed insulin from the cartridge, and the insulin was observed to be thick, cloudy, and discolored. Customer used the insulin for more than 4 days. Tandem technical support educated the customer on humalog insulin labeling. Customer addressed elevated bg level with manual injections.